Event description:
It was reported to philips that the system was unable to perform fluoroscopy, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was primarily being used for patient observation at the time, and x-ray imaging was not required. The system was rebooted twice. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system intermittently displayed a filter-related message, preventing them from performing fluoroscopy. Upon troubleshooting, the rse explained that it was normal for the ep room to display a warning message: "warning: iq possibly affected by active biosense filter" when the biosense system was in use. The customer declined further service and stated that the issue has been resolved. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.